Event description:
Clave port disconnected from IV tubing reported. A nurse was starting an IV on patient. When the IV tubing (which had been switched over from another IV site) was connected to the IV, it was noted that tubing was leaking. When the nurse checked the tubing, the clave port came off in her hand. The tubing was changed to solve the problem. The patient was receiving a saline IV at the time of the event. No patient harm or blood loss reported. No further patient information was available.